Manufacturer narrative:
Exp date is unk as lot is unk. Patient condition/outcome was not provided by the reporter. (B)(4). Manufacture date: unk as lot is unk. Event is under investigation at this time.

Event description:
Information was provided that the hub of the catheter is coming off. The customer reported that it seems like the glue isn't strong enough because it has no damage other than the disconnection of the hub from the catheters. This seems to occur mostly in their pleurodesis patients. It was reported that the floor personnel notified the radiology personnel of the hub detachment. An attempt was made to reattach the hub with tape; however, they ended up removing the tube.